Event description:
It was reported that pump issued cartridge alarm 20 and that caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support confirmed repeated alarms, determined pump was out of warranty.